Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided picture identified a piece has chipped/broke off the instrument. Lot identification is necessary for review of device history records, lot identification was not provided. Review of complaint history found no additional related issues for this item. However, as the lot number is unknown, an additional review could not be performed. Medical records were not provided. This complaint is confirmed. The root cause of the reported issue is attributed to the user hitting the instrument with a mallet. With regard to striking the construct(s), the persona surgical technique (97-5026-001-00 rev. 11, page 34, technique tip 11.c), instructs that gentle manual pressure should be applied without impacting the tasp construct with either a mallet or hand. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product may not be returned to zimmer biomet for investigation, as the device location is not known. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon used the mallet on the poly trial with the handle inside, causing the shim to break the locking mechanism on the poly trial. Should not mallet the poly trial in. The surgeon knows this, but sometimes goes against surgical technique on his own accord.